Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer consistently failed to pop open. The field service engineer (fse) found that the drawer was not opening due to damaged drawer slides. The fse replaced the drawer slides, ran diagnostics, and tested the drawer along with all pockets. All tests passed successfully, and the customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.